Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The baseline gender/age of the patients represented in the article is male/50years old. Of note, multiple patients/manufacturers/methods were noted in the article; however, a one to one correlation could not be made with unique manufacturer/product lot numbers. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ¿severe pulmonary vein stenosis resulting from ablation for atrial fibrillation: presentation, management, and clinical outcomes.¿ circulation. 2016;134:1812¿1821. Doi: 10.1161/circulationaha.116.021949. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reports the following patient complications while using a cryoablation balloon catheter: there were patients who experienced ¿severe¿ pulmonary vein stenosis symptoms. The symptoms developed approximately four (4) months after the last ablation procedure. The patients went on to have either a stent procedure or a balloon angiography procedure to resolve the stenosis. Of note, multiple patients/manufacturers/methods were noted in the article; however, a one to one correlation could not be made with unique manufacturer/product lot numbers. The status/location of the cryoballoon catheter is unknown. No further patient complications have been reported as a result of this event.